Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease). No unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the pump was over delivering. The customer manually entered a 250 mg/dl reading and the pump recommended 20 units, but the customer was only supposed to get 2 units. The customer's blood glucose on (B)(6) 2018 was 58 mg/dl at the time of the incident. The customer was at 115 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.